Event description:
It was reported this ureteral stent was noted to be split upon removal of the device from the packages. This occurred outside the patient and there were no patient complications involved.